Manufacturer narrative:
Eval summary: no devices or photos were received; therefore the condition of the components is unk. No x-rays or operative notes were returned for review, therefore fit and orientation could not be evaluated. Based on the available info, a definitive root cause cannot be determined at this time. However, the complaint may be revised upon return of x-rays, product or further info. Eval: the device history records were reviewed and found conforming; indicating the device was manufactured, inspected and packaged to specs.

Event description:
It is reported that three articular surfaces were wasted due to them not seating properly. Surgery was completed with another articular surface.